Manufacturer narrative:
(B)(4). D10: 00596403210, articular surface size ef 10 mm height "use with plate 3, lot: 63946664. 00599601502, femoral component option for cemented use only size e, lot: 6372083. G2: foreign - event occurred in netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through legal notification that the patient underwent an initial right total knee arthroplasty. Post-operatively, the patient claimed that the knee never felt quite right, and had developed pain. Subsequently, approximately 3 years and 4 months post implantation, the patient was revised. The patient states that the surgeon noted the knee prosthesis had de-bonded, but provided no further information. Due diligence attempts have been made and all available information has been provided at this time.